Manufacturer narrative:
(B)(4) - excessive force. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat the mildly tortuous, heavily calcified, concentric, de novo, 90% stenosis in the circumflex. Reportedly, after pre-dilatation with a non-abbott balloon a 2.5 x 28 mm xience xpedition stent delivery system (sds) was advanced but would not cross the lesion due to patient anatomy. The distal shaft approximately 20cm distal from the proximal end of the sds was separated when the physician used strong force to push the device. The distal part of the device was removed from the patient anatomy without difficulty. A non-abbott device was deployed in the distal part of the lesion and a 3.0 x 23mm xience xpedition was implanted in the proximal part of the lesion. The procedure was completed after post-dilatation was done. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The shaft separation was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.